Event description:
It was reported that there was a revision surgery and there was no debris that was left in the patient. The doctor was trying to remove the baseplate. The baseplate was well fixed and was tugging with the baseplate inserter attached to it. The doctor was eventually able to remove it but 2 baseplates were broken trying to do so. The surgeon removed a +6 lateralized perform reversed baseplate, 42 standard glenosphere and a flex stem. The reason for the revision was the patient had an infection.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device disposition is unknown.